Event description:
Sorin group received a report that just before placing the pt on bypass, the bubble detector alarmed and the pump stopped. The clinician was unable to override the alarm. The clinician hand cranked the pump in order to maintain flow while the s5 pump was power cycled in order to clear the alarm. After the alarm was cleared the case proceeded without further incident. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 sensor module for bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group service representative was dispatched to the facility to evaluate the issue. The representative found no abnormalities with the device. No problems were seen during visual inspection or simulated use testing with alarm checks performed at various settings. The device worked as intended during all functional testing. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.